Manufacturer narrative:
The pump was received with no button response due to the lcd keypad connector being unlocked. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests, or verify the failed battery test, battery out limit, low battery or alarm clock during rewinding due to the button keypad anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of failed battery test, battery out limit, button error and low battery alert from the insulin pump. The customer's blood glucose reading was 245 mg/dl. The customer stated that the pump alarmed after battery change. The customer was assisted with clearing the alarm. The customer stated that the batteries were not out of the pump greater than duration allowed by the pump. The customer was not able to get the act button to clear because the buttons were not responding. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.